Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found eight similar reports with the involved product code/lot# combination. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: they were unable to insert the assembly into the artery. Insertion of the locator/insertion sheath assembly into the artery was attempted, however, failed. Manual compression was then applied to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. The patient had high blood pressure. There was no health damage to the patient. Estimated blood loss was less than 250 cc.